Event description:
Pt being bathed and turned when introducer to ventilator of inner cannula broke off from inner cannula. Inner cannula retrieved and replaced with a temporary cannula until trach could be changed out.